Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed volume test with value 21.47 ml" was not reproduced. Evaluation sent the device for flow accuracy testing and passed, at a deliver rate of 40ml/hr with a volume to be infused 40ml. The results were error percentage rate of 0.085%. The flow accuracy testing at a delivered rate of 40ml/hr with a volume to be infused 20ml. The results were error percentage rate of 0.345%. The event history review was performed. The event date was not provided, however a review of the history log revealed an infusion programmed at a rate of 40 ml/hr and volume to be infused: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume test with value 21.47 ml [failed high] during testing in the biomedical service department. There was no patient involvement. No additional information is available.